Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator due to error 48245. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the illuminator for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, repeated recoverable errors 48245 occurred. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer power cycled the system and replaced the lamp module, but the issue was not resolved. Tse had the customer use a third-party illuminator to continue with the procedure. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The illuminator was analyzed and found to have an electrical component issue and failed the testing when installed on an in-house system. The complaint was confirmed based on failure analysis. The probable root cause is due to an electrical component issue within the illuminator. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred prior to starting the procedure. The procedure was completed as planned by using a third illuminator.